Event description:
Customer reports the development of a granuloma with pus at the abdominoplasty incision line approximately one year following a hernia repair and abdominoplasty. In 2007, the pt then developed drainage at the hernia incision line. CT scan showed a tract leading down into her abdomen. She was returned to surgery for incision and drainage. Customer continues wound packing and wound care.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l information be obtained, a supplemental 3500a form will be submitted accordingly.